Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin are seen coming out of the tubing during fill tubing. Reportedly, the user disconnected the luer lock connection then reconnected the luer lock connection and successfully saw insulin drops out of the tubing. The user stated that the luer lock connection was straight/tight prior to and after the issue. There was no impact to the user's blood glucose level and the user resumed insulin delivery.